Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 3006705815-2021-02707. It was reported that the patient was not receiving effective therapy from their system. It was found that the left lead had migrated. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was repositioned in place. Postoperatively, the patient has effective therapy. Note: as it is unknown which lead had migrated, both leads are being reported.